Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint from the same customer for the same lot was found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vascular intervention procedure within a surgery suite, a guide catheter tip detached within the patient's periphery. The clinician had acquired retrograde vascular access via the femoral artery. The clinician was able to successfully retrieve the catheter tip from the patient. The patient tolerated the procedure very well. Another catheter was used to successfully complete the procedure for this patient.